Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the rear lifevest electrodes. The patient's physician prescribed an unknown medication and the irritation improved.